Manufacturer narrative:
Event date: (B)(6) 2014. Additional suspect medical device component involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. Model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had infection at the lead site. The symptoms were swelling, redness and discomfort. It was reported that the infection was procedure related. The patient was treated with antibiotics. The patient underwent an explant procedure.